Event description:
It was reported that the proximal locking holes of the femoral nail did not line up such that the drill bit was not able to pass through the holes. The surgeon drilled the proximal screw holes by free hand. The nail was implanted. One nail of the same lot number was returned for evaluation.

Manufacturer narrative:
This MDR is a result of a retrospective review of the complaint.